Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, glue peeling may be caused by excessive force applied when handling the device. As stated on the IFU (instruction for use) the user manual states: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. Olympus will continue to monitor complaints for this device.

Event description:
As reported, leak was detected on the device. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported. Device return evaluation found forceps cover glue peeling.

Manufacturer narrative:
Device was received and evaluated. Inspection found loose probe unit and leaking was determined. Peeling on the forceps cover glue was observed. Crack on the ¿a-rubber ¿glue was found and the elevator was observed to be loose. Gap on the lock pin was noted and leaking was observed. Scratch on scope connector, loose connector noted and near g-terminal leaking was observed. Based on evaluation findings the failures found could be attributed to use handling and or maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigation.